Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins was replaced. Prior to replacement the patient¿s impedances were not checked so when they did the battery replacement they noticed some contact impedances over 40,000 ohms. It was unknown if any factors may have led or contributed to the issue. The rep programmed around the ¿avoid contacts¿ (electrodes (B)(6) 2010 do not use) and it was reported that the issue was resolved. No surgical intervention occurred. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that check connectivity shows a red x on #15; impedance on #10 >40k and #11 is 26950 ohms. The rep programmed around these three electrodes. The patient's a1 group/program covers bilateral low back and legs (470 pulse width, 60hz), a2 covers just below shoulder blades to low back (120 pw, 60hz). The stimulation is covering the vast majority of pain and patient is very happy with paresthesia pattern. The patient states he¿s getting better coverage than before the replacement. The patient requested access to change pw rate. The rep reviewed how to use programmer, charger, reminded patient to turn off stim while driving and going through metal detectors. The patient's recharge interval is 2.5 days. No further information was reported.